Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there were episodes of noise observed on both channels of this patient's pacemaker. The episodes had been occurring for at least six months and often occurred in the middle of the night. It was subsequently reported that both leads were experiencing episodes of noise with oversensing leading to pacing inhibition. It was suspected but not confirmed that there was a lead on lead interaction occurring. Both the right atrial lead and this right ventricular lead were surgically abandoned and replaced. The pacemaker was explanted and replaced during the same procedure. No additional adverse patient effects were reported.